Event description:
It was reported that the procedure was to treat a de novo moderately calcified, moderately tortuous mid left anterior descending artery (lad)with 75% stenosis. A 3.00 x 30mm trek rx bdc was device soaked prior to use and prepped (air aspiration) outside the anatomy prior to use, without any issues. However, upon initial inflation at 5-6 atmospheres, a balloon rupture occurred. There was no significant resistance during delivery, nor were there signs of severe calcification or nodules. Therefore, the procedure was completed with a non-abbott balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately calcified anatomy resulting in the reported balloon rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.